Event description:
Rptr described event as follows: a cna was removing a full container from a bracket for final disposal. As the cna grabbed the container, she reportedly rec'd a needlestick from a needle that was protruding thru the front of the container.